Manufacturer narrative:
Event date: exact date unknown, event occurred since the scs was implanted in (B)(6) 2018.

Event description:
It was reported that the patients ipg was causing more pain. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.